Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician decided to the keep the rv lead programmed to unipolar configuration and continue monitoring the patient. This device remains in service. There were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a field representative that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. The field representative indicated that noisy signals were visible when the sensing configuration was unipolar, however suspected that the noisy signals were due to myopotentials. This product remains in service. No adverse patient effects were reported.